Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via agence nationale de sécurité du médicament et des produits de santé (ansm) reference number (B)(4), and manufacturer representative, regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was not delivering the medication mixture as expected. A regular alarm was further indicated. No diagnostic tests or troubleshooting were performed. It was noted that there were no known factors that may have led or contributedto the issue. The pump was explanted. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026. The pump was in possession of the healthcare provider and was to be returned to the manufacturer. The patient's medical history would not be made available. No patient signs or symptoms were reported.